Event description:
It was reported that the 30 degree endoscope plus had fogging issue. The procedure was aborted with no patient involvement. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting fogging issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed and the complaint regarding fogging was not confirmed by failure analysis (fa). The endoscope had no error at qap and the image looks good in both eyes. The endoscope had missing aea (attached endoscope adapter) retaining ring or screws and the cable integrity (visual damage) at zone b. The endoscope had discoloration of housing. At the time of the analysis, fa tech found that the endoscope did not have a retaining ring or bearings. This complaint is reportable malfunction event due to the following conclusion: failure analysis found that the endoscope had missing camera instrument adapter (aea) component. A missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.